Event description:
On 06/01/2022, infutronix received a complaint from an end user: "infused too quickly. All meds were infused 4 hours too soon" device operator was a nurse. Medication infused was 5fu. A patient was involved but not harmed.

Manufacturer narrative:
Infutronix is waiting for evaluation results of the device.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Event log was reviewed and confirms the interruption of therapy with an upstream occlusion alert that was not resolved at the 42hr mark, which stops the infusion 4 hours earlier than expected at upstream occlusion rather than infusion complete. This matches the reported issue of the pump stopping 4 hours earlier.